Manufacturer narrative:
Lot number: this report contains allegations against lot numbers 18a005 and 18d022. Two single-use devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed for both devices, and the flow rate of the devices was found to be within specification. The reported condition was not verified for the returned devices. The devices were found to operate per specification. A batch review was conducted for lot numbers 18a005 and 18d022 and there were no deviations found related to this reported condition during the manufacture of either of the lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two small volume infusors underinfused during infusion. The events each involved a patient with no patient consequences. No additional information is available.